Event description:
It was reported that patient's left hip was revised due to cup loosening.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident 54 cup. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not available due to hospital policy. An event regarding loosening involving unknown screws ((B)(4)) and a unknown trident shell was reported. The event was not confirmed. Method and results: the devices were not returned for evaluation. No medical records were available for review with a clinical consultant. The device history and complaint history review could not be performed as the device details were not provided. Conclusions: the exact cause of the event could not be determined because the devices were not returned and no information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised due to cup loosening.